Manufacturer narrative:
Additional information was received that the patient's increased pain was not device related. The physician did not suspect device malfunction.

Event description:
A report was received that the patient experienced worsening of pain and the ipg was not holding a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient experienced worsening of pain and the ipg was not holding a charge. The patient will undergo an ipg replacement procedure.